Event description:
It was reported that pt experienced a shocking or jolting sensation in the left calf. The stimulation therapy was for the right leg pain. No known accident or incident was related to the event. Reprogramming was done to decrease the shocking, but also decreased the pain coverage. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.